Event description:
Additional information indicated that a surgical intervention occured wherein the lead was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that a surgical intervention occurred wherein the system was explanted and replaced to address the issue.

Manufacturer narrative:
B5 device was not explanted. D7 device was not explanted. A4 patient weight was provided.

Event description:
Additional information indicated that a surgical intervention occurred on (B)(6) 2020 wherein the lead was revised in which the lead was detangeled to address the issue. The device is still implanted.

Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced ineffective therapy. X-rays showed that the leads were tangled near the ipg. In turn, surgical intervention may take place at a later date to address the issue.